Manufacturer narrative:
Corrected data: a2, a3, b5 additional event details.

Event description:
Type of procedure: hysterectomy. Surgery was not prolonged.

Manufacturer narrative:
Investigation: samples received: 21 unopened pouches and one opened. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 21 closed samples and 1 open and used sample with the needle broken near needle attachment area. Checking the needle broken, we have noticed that there are marks of a needle holder or other surgical instrument in the needle attachment area as can be seen in the enclosed picture. The needle has been damaged during handling and broke in the attachment area most probably due to wrong handling. On the other hand, the needles of the closed samples received have been tested for bending strength and the results fulfil the specification: 25.51 nxcm in average (minimum bending strength specification for this needle: > 24.4 nxcm). All tested needles are conform to internal flexion specification. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the results of the closed samples received fulfil the specifications and the defective sample received was not handled correctly by the user, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 g5: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734 iwhen additional information is received a follow up report will be submitted.

Event description:
It was reported the needle is damaged/broken. The reporter indicated that during a surgical procedure the needle broke in half. Both ends were recovered. No other information has been provided.